Event description:
A re-intervention was performed on (B)(6) 2016 to replace the defibrillation lead (non-sorin, under recall) since oversensing was observed. During the procedure, the lead was tested with an external analyzer, and noise sensing was not be confirmed. Therefore both the ICD and the defibrillation lead were replaced. Analysis of the subject ICD was requested by the facility, although it was considered that ventricular noise oversensing was due to the defibrillation lead.

Event description:
A re-intervention was performed on (B)(6) 2016 to replace the defibrillation lead (non-sorin, under recall) since oversensing was observed. During the procedure, the lead was tested with an external analyzer, and noise sensing was not be confirmed. Therefore both the ICD and the defibrillation lead were replaced. Analysis of the subject ICD was requested by the facility, although it was considered that ventricular noise oversensing was due to the defibrillation lead.